Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a bleeding, bumpy, red, itchy, and sore rash. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an oral medication for the skin irritation. Follow up indicated that the skin irritation improved.